Event description:
The report received from the cordis clinical study registry indicated that a patient had 80% stenosis and a timi flow of I in a vessel that was stented with a cypher stent twenty-seven days earlier. The main indication for the index procedure was acute nstemi anterior myocardial infarction between 24 to 72 hours. A 2.5 x 33 mm cypher stent was deployed at 20 atm in the proximal left anterior descending coronary artery (lad) to treat a lesion described a 2.5 x 25mm, de novo, eccentric, a type c classification and total occlusion greater than three months. The vessel was predilated at 14 atms with an unknown 2.4 x 15 mm balloon. No procedural complication was reported and the patient was discharged home on aspirin, clopidogrel, statins, beta-blockers and insulin. A staged procedure for the distal right coronary artery (rca) was planed for later for cardiovascular safety. When the patient returned twenty-seven days later for the staged procedure, coronary angiogram revealed an 80% stenosis of the previously stented proximal lad. It is not known if the stenosis was treated but the rca was treated with a xience stent.

Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional information will be submitted within thirty days upon receipt.